Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue - customer is able to get into testing mode however after the count down the screen goes blank but reading is in the memory. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.